Event description:
It was reported that during the pre-discharge examination one day post implant, the left ventricular lead exhibited high thresholds. The physician suspected partial lead dislodgement. The device was reprogrammed and the patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).